Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer declined system check with tandem technical support. Customer changed pump supplies to address occlusion alarms, but occlusion alarms reoccurred. Ultimately, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 183 mg/dl.